Manufacturer narrative:
(B)(4). Report source: foreign - event occurred in (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00216 & 3002806535-2017-00217.

Event description:
It was reported patient underwent hip revision procedure approximately 11 years post-implantation due to increased metal ion concentrations.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Examination of the revised components showed that a large amount of bone remained inside the femoral head and surrounded the stem of the femoral component. There was also evidence of good bone attachment on the porous coated surface of the acetabular shell. This implies that both components were well fixed in the patient. Both the femoral head and acetabular shell have fine, deep, scratches and indentations on their articulating surfaces, which may be indicative of third-body wear. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.